Manufacturer narrative:
UDI: (B)(4). Visual examination of the cortical fix bottom loading shank 8x45mm polyaxial screw found that the tulip head had become detached from the polyaxial¿s screw shank. Observations suggest that unanticipated high amounts of force were placed on the tulip head resulting in the tulip head becoming detached from the polyaxial¿s screw shank. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the polyaxial screw¿s tulip head becoming detached from the polyaxial screw¿s shank cannot be positively determined. However, observations suggest that unanticipated high amounts of force were placed on the tulip head resulting in the tulip head becoming detached from the polyaxial¿s screw shank. As there has been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Lot unknown. Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not yet returned for evaluation.

Event description:
Implant broke during insertion. Complaint form sent to rep per complaint form: when placing the revision screw, the screwdriver made a popping noise which was the tip of the driver breaking. The tip was stuck in the screw and we had to attach a rod to remove. We broke off the head of the screw attempting to remove and then used a reverse threaded removal tip in order to remove the screw shaft.